Manufacturer narrative:
A review of complaints for the last 24 months did indicate one related report for this system. The company rep examined the system and was unable to duplicate the customer reported problem. The system was then tested and met all product specifications. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).

Event description:
A nurse reported that a surgeon had difficulty with vacuum during phacoemulsification. The surgeon twisted the cord a little and it improved enough to finish the case. There was no delay and the surgery was completed without any harm to the pt. They reported that they did not feel the handpiece was causing the issue because the same handpiece worked satisfactorily with another system.